Event description:
A physician in another country reported that a male pt's corneal tissue culture was positive for fusarium. It was noted that the pt has worn contacts for a long time and previously used renu with moistureloc multi-purpose solution. Initially, the pt's keratitis was treated with antibiotics. The pt's condition worsened and he was directed to a hosp. The hosp excluded fungal infection and continued to treat the pt with antibiotics. The pt began to experience increased pain and decreased vision. He consulted a second eye dr, who treated the pt for a supposed acanthamoeba infection. The pt's condition worsened and he was hospitalized for two months. He received a corneal transplant which failed after ten days. In 2006, the pt received a second transplant. The pt has iris deformation with anterior and posterior synchiae. The anterior face of his lens has fibrin. Additionally, his secondary glaucoma has been difficult to control even with xalacom and cosopt eye drops. The pt's drug therapy persists.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fusarium keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.